Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7088615, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) # (B)(4). Block b3: exact date unknown, approximate based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional information is available at this time.